Event description:
It was reported that a pump turns on/off by itself.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted. At this time, the date of event is unk.